Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the voice came from the throat of the patient after the patient was intubated and was given ventilator assisted breathing. The blood oxygen saturation of the patient was unstable so the tube was immediately removed, replaced and reinserted. The device was put into the water and the air bag was found to be damaged and had an air leakage. The blood oxygen of the patient dropped below 85 for about a minute but the patient has been discharged from the hospital and was not affected by the incident.